Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose value of 30 mmol/l. Customer's blood glucose value was 23.8 mmol/l at the time of call. Customer stated that the infusion set had bent cannula. The customer was treated with manual injection. The device is not expected to be returned for analysis.